Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the a bolus of .14 units of insulin was delivered while the customer was asleep, and subsequently, the customer's blood glucose (bg) level was 52mg/dl. Glucose tablets were consumed to treat bg level. Tandem technical support reviewed pump data and found that a bolus of .14 units was requested and delivered by the user. Tandem technical support educated the customer on using the security pin feature of the pump to prevent future accidental entries into the pump. Customer acknowledged that the pump was operating as intended and continued to use the pump for insulin therapy.